Manufacturer narrative:
Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. Reported to the FDA on 02/26/2014.

Manufacturer narrative:
Additional information was received on 08/11/2015. Third party manufacturer reviewed the routers used to manufacture lot # 10vm386247 and no deviations or discrepancies were noted. It was determined the lot was manufactured without incident. The retain samples for this lot were inspected and were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that (B)(6) who was working with the product notified (B)(6), rn, ccrn, innovation nurse consultant ((B)(6)) at facility has attempted to obtain lot number, but was unable to, and has also notified (B)(6) facility's administrative director ((B)(6)). Convatec sales representative has requested that a fms control be sent as a replacement. A request for an evaluation has been sent to the supplier. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Reported to the FDA on january 7, 2014.

Event description:
Nurse reported that upon initial insertion of the flexiseal into the patient's rectum, the balloon would not inflate. It is reported that it is unknown whether nurse tried repositioning or a different syringe. It is also reported that the flexiseal was removed and nurse attempted to inflate the balloon outside the patient as a test; however, the balloon was unable to inflate with air or water.